Event description:
(B)(4). It was reported that after insertion of the intraocular lens(iol) the surgeon noted 2 large white chalky streaks on the lens optic. The surgeon did not feel comfortable leaving the lens in the eye. The incision was made larger, lens removed and another lens implanted during same surgery. No patient injury.

Manufacturer narrative:
(B)(4) - the returned intraocular lens (iol) was inspected under 10x magnification. The white streaks on the lens as reported by the surgeon were confirmed. Due to the gross contamination of the optic we are unable to perform further analysis. The iol met all manufacturing specifications prior to release. All information available is included in this report.